Manufacturer narrative:
According to the customer, the breaks on the rollator do not work and caused the rollator to slide away from her on 12/01/2024 when she was attempting to stand up from the seat. The customer reported that she went to the hospital the next day and was admitted for "3 days" for diagnostic testing but, "no treatment was provided". The customer reported an xray was performed which indicated a "right shoulder dislocation and closed fracture". The customer reported she was discharged home with a "sling". The customer reported as of (B)(6) 2025 her shoulder is still "bothering her", and she is going to "physical therapy". No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the breaks on the rollator do not work and caused the rollator to slide away from her on (B)(6) 2024 when she was attempting to stand up from the seat.